Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). H10: in a good faith effort (gfe) response received on 03/07/2023, the authorized service provider (asp) stated that the customer found a third party to repair the device. The details of the repair were stated to be unknown. No further information was available and no further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00255. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60, indicating that there was a battery failure. It was reported that there was no patient involvement at the time the issue was discovered.